Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: g3, g6, h2, h10, and h11. Corrected data: a review of an image provided by the customer was conducted. The image appears to possibly show fragments of the silicone wrist cover from a sureform stapler instrument. This fragmentation can happen if the stapler wrist is not straightened before removal or if the stapler is heavily articulated while the wrist is in close proximity to the cannula.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the surgeon had observed black debris while inserting sureform stapler 60 instrument through the cannula and into the patient's body cavity. The surgeon reportedly found ¿stapler shavings¿ inside patient's body cavity. The surgeon removed the stapler shavings from the patient's body during the same surgical procedure which was completed.

Manufacturer narrative:
The sureform 60 stapler instrument has not been received for failure analysis evaluation.